Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer's adc freestyle libre sensor tip was bent and "hidden" and the customer experienced dizziness and nausea. Customer required treatment by a doctor but no details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no signs of damage or misuse were observed. The sensor was returned within a fired applicator. The sensor plug was returned. Visual inspection performed on sensor pack and applicator, no issues were observed. No malfunction or product deficiency was identified.

Event description:
Caller reported the customer's adc freestyle libre sensor tip was bent and "hidden" and the customer experienced dizziness and nausea. Customer required treatment by a doctor but no details were provided. There was no report of death or permanent impairment associated with this event.

Event description:
Caller reported the customer's adc freestyle libre sensor tip was bent and "hidden" and the customer experienced dizziness and nausea. Customer required treatment by a doctor but no details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to bent sensor tip/sensor of the freestyle libre sensor. The dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.